Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer stated that the leak past the second o-ring. The customer's blood glucose was 244 mg/dl at the time of incident. The customer stated that the reservoir compartment was wet. The customer also reported that they received motor error alarm. The reservoir will not be returned for analysis.